Event description:
The customer reported to a baxter representative a condition of one clearlink extension set that was alleged with a "bent" stopcock; this condition was observed prior to use. There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation and the condition was confirmed. During visual inspection the two pieces of the luer lock were found to be malformed. The root cause was identified to be the molding process. In order to correct this issue, retraining was performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.